Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the thunderbeat had multiple error codes. The event occurred during a therapeutic total laparoscopic hysterectomy. The procedure was delayed a few minutes while troubleshooting the event. The customer first tried to change the generator, then the cable and finally had to replace the device. There was no report of medical intervention or patient harm associated with this event.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the subject device had multiple error codes; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.